Manufacturer narrative:
The na electrode lot number and expiration date were not provided. It was found that the customer's centrifugation time for patient samples is 13 minutes, which may be too short. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient plasma sample on a cobas 6000 c (501) module. The initial na result was 168 mmol/l. The result was flagged as critical which prompted the customer to repeat the sample. The sample was repeated on another c501 analyzer and the result was 136 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The na calibration was acceptable. One of the qc levels was out of specification, and the other level was acceptable. The alarm trace showed an "abnormal probe-sucking" alarm, which is indicative of possible poor sample quality. The field service representative found a tear in the vacuum tubing of the dispense nozzle. The sipper tubing had been installed incorrectly. The sipper tubing was where the pinch tubing should have been installed. He replaced the vacuum tubing and the pinch tubing. He performed calibration, qc, and a precision test with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.